Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and the drive support cap is sticking out. The customer stated shew as changing out her infusion set and pump alarmed. The customer stated the insulin is squirting out as well. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.